Event description:
Pt enrolled into the trial. First stent landed inside the lesion. However, the proximal portion of the left internal carotid artery was not well covered. Therefore, a second stent was deployed successfully.